Event description:
The account reported the right head brake caster wheel rolls when the bed is in brake mode. The bed was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the right head brake caster wheel is worn most likely due to normal wear and tear. The technician replaced the right head brake caster wheel to resolve the issue. Based on this information, no further action is required.